Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference sections d1 updated, d4 catalog # removed, and d4 primary UDI # updated. The CPR-d padz were returned to zoll medical corporation for evaluation. The customer's report was duplicated and attributed to faulty electrodes. The electrodes were scrapped and the customer were sent replacement electrodes. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during incoming inspection, the associated defibrillator failed self test using these electrode pads. Complainant indicated that there was no patient involvement in the reported malfunction.